Event description:
The device broke below the wing by a child's nail. The hosp questioned about the device being too fragile.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.